Event description:
It was reported that catheter was stuck on the guide wire. An angiojet solent dista catheter was used for treatment. During advancement of the device to the lesion inside the patient, the device got stuck on the guide wire. The device would not go forward to the area of treatment. The catheter and the guidewire were removed together from the patient. The procedure was completed with another of same device. No patient complications reported and the patient's status was fine.